Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the replenishment request was not generated for dexmedetomidine in 0.9% nacl 80 mcg/20 ml (4 mcg/ml) IV solution. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-apr-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station had medication replenishment requests were not generated. The technical support specialist reviewed the pyxis logistics server database, including the incoming request, rejected, and history tables. Medid (B)(6) showed only one pyxis refill record, with a last received of 2025/12/04 15:30:39 for destination (B)(6) hospital. No additional pyxis refill requests or rejections were identified for this medid. Based on the findings, the case was escalated to iest for further investigation. The integration engineer reviewed the bd interface and determined that medid (B)(6) was assigned to medclass 5. This medclass was excluded from replenishment for the surgery main session, which includes all or stations. As a result, refill messages for this medication were not being generated. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the replenishment request was not generated for dexmedetomidine in 0.9% nacl 80 mcg/20 ml (4 mcg/ml) IV solution. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.